Event description:
During the procedure, prior to insertion into the catheter, it was observed that the distal part of the wire appeared to have its outer covering removed. No patient harm or injury occurred as a result of this event.